Manufacturer narrative:
Investigation of returned suspect mobile view station (mvs) interface (umbilical) cable confirm the reported problem. Failed bench level testing. Failed continuity test, open found between lemo pin 5 to yellow side connector pin 3. Cat 6 cable testing, gbit and 100t tests. The 100t failed, opens between line 1 to 3 and 2 to 6 . The gbit test passed. Passed visual inspection. The reported issue was confirmed to be caused by an electrical failure.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) could not communicate with image acquisition system (ias) computer. Replaced the mvs interface cable (umbilical) and performed a system checkout. The umbilical cable has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that during a procedure, the imaging system was unable to fully boot up. It was reported that the system displayed the message "connected, not ready" when this occurred. Both the image acquisition system (ias) and mobile view station (mvs) appeared to be receiving power, and the umbilical cable did not appear damaged. The umbilical was reseated and the system was rebooted 3 times without resolution. This issue occurred when the user was attempting to acquire a post-op confirmation spin. The surgeon opted to complete the procedure without the use of the imaging system. The procedure was completed successfully, and there was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
Patient information now provided.